Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 505 mg/dl while wearing the pod longer than 48 hours. The patient was treated with IV (intravenous) fluids and IV insulin. The patient was released two days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.2. Cloud - smartphone hardware iphone16.1. Cloud - cgm sensor type g6.